Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2024. The patient's annulus perimeter was 74.5mm, the area was 434.36mm^2 and minimum diameter where the largest piece of calcium sat on the annulus was 17.5mm. A pre-dilatation balloon aortic valvuloplasty (bav) was performed with an 18mm non-abbott balloon. The patient's aortic valve angle was 52 degrees. During implant it was noted that the valve was unable to fully expand due to the patient's high calcium burden. Implant depth at 80% was 4mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The valve was implanted at a depth of 4mm from the ncc and 5mm from the lcc. Post-implant the valve moved supra-annular. The valve was snared into the ascending aorta. Another pre-bav was performed and a new 27mm navitor vision valve was implanted valve-in-valve. A moderate perivalvular leak was noted. A post-dilation was performed with a 20mm non-abbott balloon and then with a 21mm non-abbott balloon. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of valve under-expansion and migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause of the reported migration appears to be due to the valve under-expansion. The cause of the reported under-expansion appears to be due to challenging patient anatomy (calcium burden). The reported unexpected medical interventions and surgery are results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.